Event description:
It was initially reported that there were telemetry issues. It was noted that the patient¿s device was in overdischarge because he got tired of charging. It was noted that the patient last felt stimulation 18 months prior to the report. It was further noted that they ¿had down one 60 minute countdown and not open. It was noted that the patient was sent home to do another 60 minute countdown. Additional information reported that the overdischarge was confirmed. It was noted that a physician mode recharge (pmr) was performed and was successful. The patient experienced a loss of stimulation. It was noted that the patient was returning for programming on (B)(6) 2013. Additional information reported the patient was supposed to be seen the week prior for a device reset after charging but did not show up and rescheduled. It was further reported that the patient had "deep discharged" his ipg (implantable pulse generator) three times and it was no longer functioning. The patient and his doctor decided to leave the entire system implanted. No replacement was being scheduled.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4).